Event description:
Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patients concerns with the product and a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 and h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the anterior and posterior side assessed as surgical damage. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patients concerns with the product and a left side deflation. Device has been explanted.